Manufacturer narrative:
(B)(6). PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, a patient underwent a transurethral lithotripsy during which an ncircle tipless stone extractor was inserted into the left middle calyx of the kidney. Upon the attempted removal of an 0.8cm stone using the device, the user felt resistance, and the wire portion of the basket could not be closed. It was noted that the entrance to the calyx of the kidney was narrow. Another ncircle tipless stone extractor was used, and the procedure was completed successfully. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Additional information has been requested but not yet received.

Manufacturer narrative:
Event summary: as reported, a patient underwent a transurethral lithotripsy during which an ncircle tipless stone extractor was inserted into the left middle calyx of the kidney. Upon the attempted removal of an 0.8cm stone using the device, the user felt resistance, and the wire portion of the basket could not be closed. It was noted that the entrance to the calyx of the kidney was narrow. Another ncircle tipless stone extractor was used, and the procedure was completed successfully. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Investigation ¿ evaluation: a visual inspection and functional testing of the returned device was conducted. A document-based investigation was also performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, and quality control data. Device was returned in the original open pouch without shipping tray. The basket was partially opened, the device handle was in the open position, and the basket sheath was kinked in multiple locations. The basket sheath was separated at the support sheath, and the handle did not function the basket. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precaution: do not use excessive force to manipulate this device. Damage to the device may occur. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The returned device was found to have basket that could not be functioned due to sheath damage. The basket sheath was kinked in multiple locations along its length and was separated at the purple support sheath. The sheath damage prevented the basket assembly from moving freely within the sheath. The cause for the damage was unknown. Excessive force may have been applied to the device during use, however no information was known regarding device handling during the procedure, therefore the cause of the issue could not be conclusively determined. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information since the last report was submitted.